Event description:
On (B)(6) 2024, I had an MRI of the lumbar spine done at (B)(6). By midday I developed humming in my ears that has not gone away. It appears to be primarily the left ear. A few days later I also noticed fullness and pressure in the left ear and face. I went to my ent on (B)(6) 2024. A hearing test was done and I was found to have hearing loss at the higher frequencies. My ent said I do not need a hearing aid yet and that the humming may be permanent. I had a follow up visit with him on (B)(6) 2024. Both times there was no sign of an infection, too much ear wax, or damage to the ears. (B)(6) put ear plugs in both my ears as well as using sound reducing headphones. I have had at least 9 mris in the past and never had any issues. I am also getting some periodic crackling in both ears. I have to turn up the volume on my tv, all channels. If I had hearing loss before, I was not aware of it. I had not had a hearing test for many years. I also went to my dentist. I have some tmj (temporomandibular joints) issues and got a nightguard but he does not think my tmj is that severe.